Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Serial# unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that one of the patient's prior ins got infected behind the battery pack and she needed emergency surgery they had to pull it out that she almost died. Patient stated they were not going to put it back in but it helped her back pain in the past. Patient stated when the infection started they kept giving her antibiotics but it finally blew out and she ended up at the hospital; she needed emergency surgery. Patient stated prior to emergency surgery they found there was a broken lead left inside from a prior system. Patient was upset on call and no further information was provided. No further complications were reported/anticipated.